Event description:
The customer reported that a patient's name on this central nurse's station (cns) changed and the patient's strips got sent to a different patient's medical record. There was no patient injury reported.

Manufacturer narrative:
The customer reported that a patient's name on this central nurse's station (cns) changed and the patient's strips got sent to a different patient's medical record. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsm): model #: bsm-6700. Serial #: (B)(6). Device manufacturer date: n/a. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.